Manufacturer narrative:
Mismatch (ime, imf) caused by only symptom reported being attributed to a non-reportable device within this file. The ime e2403 was applied to just the reportable ins, while the other sections were marked according to the file as a whole. The issue with the ins itself was just a 'product problem,' and would have f26 if it were the only device in the file. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was to ask for a replacement recharger because they had always had difficulty charging their ins. The charger would briefly connect and then go back to searching for the ins. The patient believed the ins battery was discharged due to the length of time it had been since they last charged because they thought they lost the recharger but ended up finding it again. They reported they could not feel the ins very easily, if at all, under the skin, but could feel the incision. The patient also reported they had a spinal cord stimulator (scs) ins implanted about a hand's width above the pelvic health ins, which were on their left side. It was recommended they try crossing their legs and leaning forward to optimize ins position. The patient did so, but was still not able to feel the ins. The patient also mentioned a shocking sensation while charging during the call. They reported prior to calling, they already tried repositioning the charger around the incision scar, but were not able to successfully charge the ins. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and assist the patient with locating the ins site and addressing their charging difficulties.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the cause of the inability to feel the ins very easily was not determined. They stated the most likely cause was that it was implanted too deep. Asked what steps will be taken to resolve the issue they answered unknown - visited and called doctor several times and medtronic. They stated the issue had been resolved. They stated the cause of the difficulty maintaining connection to recharge was unknown, assuming put in too deep after visiting with medtronic. They stated to resolve the issue it was replaced with new stimulator that doesn't need recharging. They stated the shocking sensation was felt only during a recharge session, and a layer of clothing was not used. They stated a belt was used sometimes, didn't work either way. They stated the device was replaced on (B)(6) 2022.